Manufacturer narrative:
The customer's wife called back advising that the buttons were always functioning. The only issue was that the housing soft-components were defective.

Event description:
The reporter alleged that a button on the infusion device was defective. No adverse event was reported. The alleged product was requested to be returned for product evaluation. *the customer's wife called back advising that the buttons were always functioning. The only issue was that the housing soft-components were defective.

Event description:
The reporter alleged that a button on the infusion device was defective. No adverse event was reported. The alleged product was requested to be returned for product evaluation.